Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the fill estimate gauge was inaccurate. Customer changed the cartridge and primed the infusion set tubing to address the reported issues. Customer's blood glucose (bg) was 247-259 mg/dl. After pump supply change, bg started to lower.